Event description:
Customer claims when he went to brush his teeth one of the bristles had fallen out and made him choke. The toothbrush bristle got stuck in his throat, but did get the bristle out of his throat.